Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced bezel due to damaged wire harness causing display error. Replaced rear case due to internal corrosion. Replaced ail due to front upper damage. Replaced both iuis due to corrosion. Replaced motor mount due to side tear. Based on the findings, service determined that the proximate cause of the reported issue was due to wire harness damage of the lvp mech assy. A review of the device history record showed the device had a manufacture date of 25may2006. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device was broken/ damaged, displayed system error 210.5020 and had faulty "com" board. No additional information was provided. There was no reported patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. H3 other text : the device has been received and an evaluation is pending.

Event description:
It was reported that the device was broken/ damaged, displayed system error 210.5020 and had faulty "com" board. No additional information was provided. There was no reported patient involvement.

Event description:
It was reported that the device was broken/ damaged, displayed system error 210.5020 and had faulty "com" board. No additional information was provided. There was no reported patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device was broken/damaged, displayed system error 210.5020 and had faulty "com" board. No additional information was provided. There was no reported patient involvement.